Event description:
It is reported that a customer experienced low blood glucose of 32 mg/dl. The customer was treated for the low blood glucose with a food which brought the customer's blood glucose to 146 or 156 mg/dl. The customer stated they had issues with their pump but declined assistance with trouble shooting. Their issue was resolved with a complete infusion set change. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.